Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving dilaudid (1 mg/ml) at 0.3787 mg/day mg/day via an implantable pump in simple continuous infusion mode; patient assisted (pa) doses were enabled (the lot number and dates of infusion were not reported). On (B)(6) 2015, the patient was in for a refill/programming session. On (B)(6) 2015, examination revealed that the pump was inverted/flipped in pocket. Interventions included manually flipping the pump back that day. No patient symptoms were reported. The outcome was reported as resolved without sequela on (B)(6) 2015. The etiology of the relationship of the event to the device was reported to be related to the device, and not related to the implant procedure. Additional information regarding the cause of the pump flip/inversion and the date it first occurred was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) indicated a cause of the pump inversion was not determined. The event onset was stated to be (B)(6)-2015.